Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's battery was observed to be depleting quickly and the pump subsequently shut off. The customer's blood glucose level was 250 mg/dl. The customer delivered a bolus via the pump. The customer connected the pump to a power source and allowed the pump to fully charge. The customer changed the cartridge and resumed insulin. Troubleshooting with tandem technical support revealed that the pump had depleted from 30% to 15% charge within a few minutes. Reportedly, the customer would continue use of the pump for therapy.